Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient who was on telemetry 4 had a high heart rate, and this was not registered on the central monitor and no alarms yellow or red registered either. The limits on the alarms also seem to be changing intermittently. The incident was observed by a member of the night staff in the coronary care unit on (B)(6) 2019 at 16:30. There was no adverse event or patient harm reported.